Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported on 16 june 2020 that the adc freesstyle libre sensor detached after 3 days of wear, and the replacement sensor was ordered 2 days later. The customer then contacted adc on (B)(6) 2020 to report that he experienced a medical event, as the replacement sensor had not arrived and he had no other method of monitoring blood glucose. The customer reported that on (B)(6) 2020, he experienced a hypoglycemic event, and had contact with a healthcare professional. The customer was treated with "sugar tubes", IV, and gravol (nausea medication). There was no report of death or permanent injury associated with this event.